Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms for one month leading up to the call. The customer reported that she received an additional no delivery alarm on the morning of the call. Blood glucose level at the time of the incident was 160 mg/dl. During troubleshooting, the customer received a no delivery alarm during manual priming and was advised that the reservoir may be occluded. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.